Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that last week they were charging and they started to shake. They stated that their programmer said the stimulator was off, so they turned it back on. They are wondering why that happened. They stated that they do not let their implantable neurostimulator (ins) get down low and the recharger was working fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they met with their managing physician. They had a programming appointment. It was on (B)(6) 2019. The stimulation was off because it was low in power battery. When they realized it was off, they had condition return. So they had to turn it back on immediately. Luckily, it wasn't off long. Therefore, it was turned on, everything started to work again.